Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient fell on to the lifevest during an appropriate treatment event and injured his lip. The patient received medical attention from emergency medical personnel during a follow-up, the patient stated that he was planning on going to the hospital for further attention.